Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: the pump powered up to a blank screen. Investigation revealed visible moisture behind the display lens and evidence of moisture on the display screen. A leak test was performed and failed due to a display lens leak. A leak was detected along the left side of the display lens seal. Unrelated to the original complaint, evidence of internal moisture was found inside the ir window cover, the ir u29 component, the main printed circuit board, support bracket, inside cover, the battery canister and the continuous glucose monitoring printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/25/2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged no power and presence of moisture behind the display. Reportedly, there were no damages to the battery cap or the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.